Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a no external power event occurred while the patient was on their mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 15 days (16jun2023 ¿ 30jun2023 per time stamp). On 28jun2023 at 05:17:51, the low voltage alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~3.5v. The alarms were consistent with a loss of ac power, the no external power alarm did not activate in this instance due to power being restored prior to the voltages reaching 0v. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage and no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.